Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, however after multiple recaptures, the 31mm wds was removed and exchanged for a 27mm wds. The 27mm wds was inserted and deployed, however just after release, transesophageal echocardiogram (tee) revealed that the closure device had migrated proximally. The physician concluded the procedure and fluoroscopy imaging was completed while the patient was waking from anesthesia. The fluoroscopy imaging was reviewed, and it was found that the closure device had embolized to the descending aorta. The patient was reintubated, arterial access was obtained, and the physician attempted to snare the closure device unsuccessfully. The closure device was retrieved with the use of a non-boston scientific (bsc) grasping device and successfully explanted. The patient remained stable throughout the procedure, with no damage to anatomy, and is recovering in the intensive care unit.